Event description:
Customer reports back to back testing on the same meter while using the compact system with results of: 515 mg/dl to 213 mg/dl; 515 mg/dl to 199 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.